Event description:
It was reported that during testing at the manufacturer the device overheated. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated, which revealed corroded bearings and foreign debris contamination. The presence of corrosion and debris can lead to increased friction among rotating components, resulting in heat being generated.